Manufacturer narrative:
The field service engineer (fse) found the seal piece of the sipper syringe was cracked and replaced it. The service actions resolved the issue.

Event description:
The initial reporter complained of discrepant low results for 1 patient sample tested for elecsys hcg+b (hcg + b) on a cobas e 411 immunoassay analyzer. The initial result was 1.2 miu/ml. The repeat result was 1.5 miu/ml. The questionable results were reported outside of the laboratory where the doctor complained as the patient was "definitively" pregnant. The sample was repeated with results of > 10000 miu/ml and > 20000 miu/ml. The hcg + b reagent lot number was 643770. The expiration date was not provided.